Event description:
It was reported to st. Jude med that one month post implant, the lead was repositioned due to an increase in capture threshold.

Event description:
On (b(6) 2011, low sensing was observed. The physician later decided to cap the svc coil on (b(6) 2011. The sense/pace and the defib portion of the lead remains active.